Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, a battery compartment crack was found along the left side of the grip pad. The u-groove was damaged and the pump clip was unable to attach. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6) 2015.